Manufacturer narrative:
D4 lot #: the lot was reported as h23801031; however, the lot is not a valid lot number. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during an unspecified cycle of peritoneal dialysis therapy. During the troubleshooting, the bag on the white supply line of the homechoice cassette became disconnected which led to the alarm. The hp properly tightened the connection before therapy started. Proper procedures per the user manual were reviewed with the hp. The hp would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.